Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall on 1/16/2007 that when the customer released the clamp, they were unable to maintain hemostasis and had to suture. It did not "crush" the ring of tissue as it should have.